Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon had some gonial angle flare reduced bilaterally but it was not marked on the model, which caused issues in surgery as the surgeon was not aware it needed to be taken down.

Manufacturer narrative:
Additional information: h4, h6. Correction: b2. The reported event could be confirmed based on the image provided during initial complaint intake. The surgeon reported to the clinical application team that a model sent for surgery lacked markings indicating bone removal areas, causing a 30-minute surgery delay as the implant initially didn¿t fit, but after adjusting the bone, the implant fit properly and the surgery was completed without further issues; nc was opened for further investigation.

Event description:
No new information.